Event description:
It was reported that the teeth of the saw blade filled up during the sawing procedure, caused malfunction of the sawing and would not cut. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.